Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer stated that she went to the emergency room for diabetic ketoacidosis, with a blood glucose reading of 492 mg/dl. The customer had been experiencing high blood glucose levels for a few days prior to the event, and had treated with the insulin pump, but her blood glucose levels remained elevated. Her blood glucose levels did drop when giving a manual injection. The customer declined to troubleshoot as she was interested in upgrading. Nothing further was reported.